Event description:
Device malfunction: incomplete sheath splitting/failed to deploy vessel locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer stopped approximately one-fourth from completing sheath splitting; however, it was noticed that the vessel locator wings did not expand. The device was removed and manual compression was used to achieve hemostasis. There were no patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.